Event description:
6 fr perclose proglide suture mediated closure system, (ref # 12673-03), lot #0031141, exp 2022-01-31. Failed @ end of percutaneous fevar procedure in hybrid operating room. This resulted in emergent cutdown to control bleeding from left common femoral artery. Per operative report, complications: failed preclosure and direct manual pressure of left femoral artery requiring open exposure and primary repair.